Event description:
A healthcare professional reported that an anchor fractured off of the silent nite sleep appliance. No additional information was received.

Manufacturer narrative:
The device has not been returned. If/when the device is returned, an investigation will be carried out and a supplemental report will be submitted. Manufacturer reference: (B)(4).

Manufacturer narrative:
Corrected information: d9, g4. Internal reference #: (B)(4).

Manufacturer narrative:
Additional information: a2, b3, b5. The manufacturer's reference number: (B)(4).

Event description:
Additional information received reported that the patient experienced no harm, injury or adverse outcome. No medical intervention was required.

Manufacturer narrative:
Additional information: d4, d9. Corrected information: g4. The product was in glidewells possession but did not transfer to the investigation site and is presumed to be lost. The non-visual device investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. Based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaints team for analysis. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Corrective action. No corrective action is warranted at this time. Complaint handling team will continue to track and trend for similar incidents. Internal reference #: (B)(4).